Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, customer reported system was having issues when opening gantry door. Inspected unit and found door was stalling when opening. Found the gantry motion controller to be the cause of the issue. Replaced controller and upgraded firmware, correcting the problem. Verified door was opening/closing properly. System checkout completed in accordance with the advance service manual. System was fully functional and has been returned to the customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the gantry had to be manually opened after taking a spin. This was occurred intra operatively. There was a patient present. No additional information was provided.

Manufacturer narrative:
Correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "spine procedure involved during the event. There was 5 mins of surgical delay and no impact on patient outcome".

Manufacturer narrative:
Additional information: updated b5, h3, h6: the manufacture representative went to the site to test the imaging system and unable to confirm reported complaint, "unable to open." Installed control box into test system. The system booted and readied on each power cycle. Performed motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Performed 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.